Event description:
It was reported that during a da vinci-assisted pulmonary tri-segmentectomy procedure, an 8mm curved-tip sureform 30 stapler instrument was used to fire a blue reload on parenchyma which caused an incomplete transection of the tissue. The surgeon said this stapler fire left undivided tissue at the end of a completed staple line. The surgeon said he could not tell if the tissue was pushed/moved instead of cut. The surgeon divided the remaining tissue between the staple row with bipolar energy. The surgeon reported that this event had no impact on the procedure or patient outcome. The procedure was completed robotically. The patient has been discharged from the hospital.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) requested the stapler instrument used during this event be returned for failure analysis investigations, but the product has not been received at this time. A follow-up MDR will be submitted if additional information is obtained. An isi failure analysis engineer reviewed the stapler logs for this procedure. The logs show that 8mm curved-tip sureform 30 stapler instrument (part #488530-10, lot #u90220315-0021) was installed 8 times and fired 8 reloads (3 blue - 4 white - 1 blue, in that order). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary tri-segmentectomy procedure, an 8mm curved-tip sureform 30 stapler instrument was used to fire a blue reload on parenchyma which caused an incomplete transection of the tissue. The surgeon used bipolar energy to complete the division of the tissue. The cause of the customer reported failure mode is unknown.